Event description:
Boston scientific received information that the device was programmed to off, electro cautery mode, for surgery to create av fistula. The field representative reports there is now atrial undersensing, device pacing in the atrium. Boston scientific technical services explained the surgery probably did not do anything to the lead but may have affected the afib. There were no adverse patient effects reported. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.